Event description:
It was reported that the patient presented for a generator change. It was noted that the right atrial lead was capped for an unknown reason. The lead was replaced on (B)(6)2023. The patient was stable.

Event description:
Additional information received noted that the lead was capped due to dislodgement.